Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to establish telemetry. Troubleshooting steps were taken to no avail. The patient had the monitor power cycled and moved to different outlet. Patient would continue troubleshooting by setting up monitor in another bedroom, then attempt interrogation. Patient would then call for further assistance. The monitor remains in use. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.